Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The physician reported seeing an abrupt increase of pacing impedance in january 2022 from 500 ohms to 1500 ohms, and then in april 2022, pacing impedance became high, out of range (greater than 3,000 ohms). Thresholds were 1.0v, dropping to 0.4ms. Provocative maneuvers where performed and myopotential noise, could be induced with pectoral muscle contractions. The physician will continue to monitor the patient through the home monitor due to patients age and chronic medical conditions. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.